Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging visualization of particles in the air path. The patient alleges severe allergies and frequent respiratory infections. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
H3 other text : device not returned to the manufacturer.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging an issue related to a remstar device's sound abatement foam. The patient alleges severe allergies and frequent respiratory infections. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, the manufacturer observed the control knob was missing. Unknown contamination was observed on the ui (user interface) panel and bottom enclosure. Unknown damage was observed on the ui (user interface) panel. Dust-like contamination was observed on the top enclosure, right side panel, bottom enclosure, blower cap, on and in the blower motor, on the sound abatement foam and walls of the bottom enclosure. Evidence of sound abatement foam degradation/breakdown was not observed. The manufacturer was not able to confirm the presence of degraded sound abatement foam. The device's event logs were downloaded and reviewed by manufacturer. The manufacturer found 4 error codes. The manufacturer applied power to the device and verified airflow. The manufacturer concludes that there was no evidence of sound abatement foam degradation. There is no visible damage or functionality failures of the device, which suggests that the source of contamination was external to the device and was unable to address the patient's symptoms. Sections d9, h2, h3 and h6 has been updated in this report. In box d: device available for eval? And date returned to mfg has been updated. In box h: device eval. By mfg?, (device) problem code grid, evaluation method code grid, evaluation results code grid, component code grid, conclusion code grid has been updated.